Manufacturer narrative:
This complaint was created in error. Please refer to (B)(4), MDR 1226348-2017-10792 for information regarding this reported event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor stopped working post operatively. There were no reports of delay or patient harm.